Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump had a system error 7". Additional information states that to continue therapy the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pump had a system error 7". Additional information states that to continue therapy the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".